Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer stated blood glucose level at the time of incident was 732 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was off the insulin pump because they got replacement. The insulin pump will not be returned for analysis.